Manufacturer narrative:
(B)(4).

Event description:
New information received indicated the noise was suspected on the ICD. The device was explanted. The chronic rv lead was connected into the lv port and the chronic lv lead was connected into the rv port with the new device. Patient was fine.

Event description:
It was reported, the dependent and asymptomatic patient presented in-clinic for a routine follow-up and upon interrogation non-sustained ventricular tachycardia due to lead noise was observed. Noise was reproducible. Low frequency attenuation (lfa) filter was turned off. Patient later returned to clinic and continues to have lead noise that was not rectified by turning lfa off. Surgical intervention is planned.